Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 19:25:31 on (B)(6) 2024. At 05:15:04 on (B)(6) 2024 an arrhythmia was detected. ECG shows sinus rhythm @ 65 bpm with nsvt and motion artifact. The rhythm then degrades to vt @ 170 bpm/vf. At 05:16:01, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole transitioning to an idioventricular rhythm @ 45 bpm with CPR/motion artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 07:25:39 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.